Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they were having steady shocking on their left side all the way across their back down to their left arm and left leg. The issue began about a week ago. Patient turned stimulation down to 2 and patient was still getting miniature little shocks. The shocks were getting uncomfortable. Patient also mentioned something along the lines of not needing the stimulation for MRI. During the call patient turned off stimulation. Agent asked patient if they were still receiving shocks and patient responded they were laying down and didn't feel anything. Agent redirected patient to their healthcare provider to address the issue.